Event description:
Report received from an international affiliate of air noticed in the distal part of the tubing set. The report states, "during use, air was noticed in the distal part of the device." No specific programming parameters were provided. There were no reported adverse pt effects. No medical interventions were required. Upon further query, the following information was provided: "the device was connected to a pt. Pump did not alarm or stop. Pump was turned off and the device was disconnected. Device was put out of order." Though requested, no additional information was provided.